Event description:
Customer reported not being able to test her blood glucose due to receiving an incorrect product. Customer also reported one episode of loss of consciousness but does not recall other symptoms associated with the event. Customer self-treated with insulin to counteract her symptoms. There is no report on diagnosis of hyper/hypoglycemia or third party medical intervention.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be riled once investigation results are available.